Event description:
Customer reported anesthesia started a patient's IV in pre-op due to difficult IV start. Patient reported the IV was leaking. J-loop connection became unscrewed. Although requested, no additional event or patient information provided by the user. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of the j-loop connection becoming unscrewed. The customer stated the set has been discarded and is not available for failure investigation.